Event description:
On (B)(6) 2012, the patient claimed the onetouch verio iq has been giving an error 4 for the last 2 or 3 weeks. On one or more occasion, the patient alleged developed symptom of feeling dizzy. However, there was no required hcp treatment to suggest a serious injury. The error 4 issue was resolved with training during the troubleshooting session. This complaint was initially being ruled out due to the following conclusions: the reported issue was resolved with training. In addition, there was no evidence the patient suffered as serious injury as the patient's condition did not meet the criteria of a serious injury. Lifescan (lfs) received the meter and test strips involved with the complaint on and completed device evaluation on (B)(4) 2012 (test strips) and (B)(4) 2012 (meter). Investigation confirmed the error 4 issue with the returned meter (via error log) and test strips (via control test); however, investigation was unable to reproduce the error message with the meter. This complaint is now being reported due to the failed tests with the returned products.